Event description:
Pump declared alarm 20 during usage, and the issue's impact on customer's blood glucose level was not disclosed. Cts assisted with new cartridge loading, but alarm recurred, preventing insulin therapy continuation. Cts arranged pump replacement and confirmed shipping details. Customer instructed on pump storage mode and will use mdi as backup therapy for uninterrupted insulin delivery. Problematic pump return was coordinated with pre-paid label.